Event description:
The caller states that when opening the chair the seat does not line up properly and then when you force it open it is wobbly. The caller also states the end user is now over weight for the chair.